Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed pacing impedances of greater than 2000 ohms and undersensing. The lead was suspected to have fractured. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.